Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion. The investigation involves a system log and workflow evaluation.

Event description:
A customer reported their epiq 7c ultrasound system displayed a patient¿s data under a different patient¿s name. The data mix-up was identified by the user and there was no allegation of altered patient outcome as a result of the issue.

Manufacturer narrative:
A philips field service engineer went to the customer site to gather system logs for further investigation. However, the service engineer was unable to obtain the logs and was informed by the customer the issue was caused by a user input error and not a system malfunction. The ultrasound system was working as designed. The system is back in service with no additional issues reported by the customer. H3 other text: user error.

Event description:
A customer reported their epiq 7c ultrasound system displayed a patient¿s data under a different patient¿s name. The data mix-up was identified by the user and there was no allegation of altered patient outcome as a result of the issue.